Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly, moisture damage was also found on the motor, vibrator motor and battery tube assembly. Unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self test, a21 error test and off no power test due to blank display. The insulin pump had minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump shut off with no warning. Display was still blank even after battery change. Customer's blood glucose was 5.3 mmol/l. Insulin pump would need to be replaced.